Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a pump replacement surgery on (B)(6) 2015. It was noted that the patient had a change in therapy effect. It was stated that the hospital let the pump run out and then it needed to be replaced. When the pump was set, it said the low reservoir alarm date was (B)(6) 2016. The patient didn¿t understand why the low reservoir alarm date is that far away. The patient was supposed to get refilled every three months. The prior pump was supposed to be refilled back in (B)(6) 2014 and they never filled it and the pump went dry. It was stated that they kept putting the patient off. The patient had to find someone out of town to do it. The patient went through withdrawals and delirium tremens. The patient went to the ER in (B)(6) 2014 when she wasn¿t refilled. She was given oral morphine that lasted until she went to get the pump changed out and refilled. The patient got the pump put in because she couldn¿t take the pain with the oral medications and wanted to get back to the pain pump therapy. Additional information has been requested. A follow-up report will be submitted if more information becomes available.